Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has overrode the lens ad was advanced to near mid nozzle. The lens is located under the plunger still in the loading area. The trailing haptic is in an acceptable folded position. The leading haptic was torn in the gusset area (still attached). Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause of the reported complaint may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in d.10., d.9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has overrode the lens ad was advanced to near mid nozzle. The lens is located under the plunger still in the loading area. The trailing haptic is in an acceptable folded position. The leading haptic was torn in the gusset area (still attached). Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause of the reported complaint may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, plunger went over the lens or plunger over ride or plunger by passed the iol and did not deploy and lens was damaged due to plunger run over top of lens instead of pushing the lens out. Additional information was requested. There are three medical device reports associated with this report. This is 3 of 3.